Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: based on the information available, the cause that contributed to the reported inflation issue and development of scar tissue cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the aus instruction for use document, tissue erosion is documented as an adverse event. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced product performance issues with this inflatable penile prosthesis (ipp) related to inflation. The physician tried to activate the pump; however, issues were not resolved. A revision surgery was performed, and scar tissue was removed off the pump. The physician considered this tissue a capsular contracture that developed after the pump was placed in the scrotum. The device remains in service working fine. No additional patient complications were reported.

Event description:
It was reported that the patient experienced product performance issues with this inflatable penile prosthesis (ipp) related to inflation. The physician tried to activate the pump; however, issues were not resolved. A revision surgery was performed, and scar tissue was removed off the pump. The physician considered this tissue a capsular contracture that developed after the pump was placed in the scrotum. The device remains in service and is operating as expected. No additional patient complications were reported.

Manufacturer narrative:
Corrected fields: d4: model number. D4: lot number. D4: catalog number. D4: expiration date. D4: unique identifier. D6a: implant date. Investigation summary: based on the information available, the cause that contributed to the reported inflation issue and development of scar tissue cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.